Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: double devices: dysfunction or not? Heartrhythm case reports. 2018; 4(7):278-280. Doi: 10.1016/j.hrcr.2018.03.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding a patient with two implanted cardiac resynchronization therapy defibrillators (crt-d). The previously implanted battery converted to voo mode at 65 bpm after reaching elective replacement indicator (eri). It was noted that torsades de pointes was suspected because of temporary asynchronous pacing by the old battery. Both devices were removed and a new cardiac resynchronization therapy pacemaker (crt-p) was implanted. No further patient complications have been reported as a result of this event.